Event description:
In the event of nasal dermoid excision performed by the health care professional, procedure was performed utilizing a drill which caused a severe, full thickness burn on the patient's face. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).